Event description:
It was reported that the programmer would not start up. The programmer was returned for service. No patient involvement was indicated for this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) programmer had a blank screen. Lvds (low voltage differential signal) to display connector terminal was found loose. Device failed common mode wrist test.